Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the alarm cleared and the customer resumed insulin therapy. Customers blood glucose was 135-140 mg/dl.